Event description:
Additional information was received from a healthcare provider stating that the cause and the actions planned have not yet been determined. The healthcare provider had pending cultures and would re-aspirate the pump this week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The caller stated that they expected to get 3.7ml and aspirated 8.5ml of liquid and some of that liquid had a yellowish color to it. The caller stated that they felt the metal when they accessed the reservoir; they got bubbles back when they aspirated; they were able to fill the reservoir to capacity; and the patient had not been experiencing any symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.